Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding an event with no patient involvement. It was reported that the rep tried checking the ins with their clinician programmer after they were informed they would be using it in an upcoming case. Multiple attempts to interrogate the device were made with no success. This was an out-of-box failure. No patient symptoms or further complications were reported as a result of this event.